Event description:
Tbm advised dealer stated the control box looked like it caught fire. No patient complaint. Tbm advised dealer stated box smelled strongly of an electric fire. Tbm advised dealer stated they noticed his issue when fixing the horn, reference (B)(4) on the unit. Tbm could not provide and further information. (B)(6) 2015 03:07 pm csr rachel taubler (B)(4) order number dealer states the control box caught fire. Dealer states the end user did not know about it and they found it while repairing the horn. Dealer states the box smells strongly of an electrical fire. No further information provided.